Manufacturer narrative:
(B)(4). Concomitant medical products: 00434211313 humeral stem 42 degrees 13 mm stem diameter 130 mm stem length 62357351, 00430205218 offset modular humeral head 18 mm head height 52 mm spherical head diameter 63081908. The complaint is under investigation. Once the investigation is complete a follow up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01266, 0001822565 - 2019 - 01268.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. The patient began experiencing limited range of motion/strength, a grinding sensation, and increased pain in the shoulder shortly following the initial procedure. The patient was subsequently revised approximately seventeen (17) months post primary implantation due to pain, tendon tear and lucency. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Review of complaint history found no additional related issues for this/these item(s) and the reported part and lot combination(s). Medical records were provided and review of the available records identified the following: no intraoperative complications noted during initial surgery and "significant scarring of the subacromial space with the subscap and deltoid adhered to the proximal humerus¿small full-thickness supraspinatus tendon tear. Minimal bone loss proximal humerus. Posterior rotator cuff was intact." Was noted on revision op-notes. Reported event was confirmed by review of medical records. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. The patient began experiencing limited range of motion/strength, a grinding sensation, and increased pain in the shoulder shortly following the initial procedure. The patient was subsequently revised approximately seventeen (17) months post primary implantation due to pain, tendon tear and instability. No additional information is available.

Manufacturer narrative:
The complaint is under investigation. Once the investigation is complete a follow up report will be submitted.